Manufacturer narrative:
(B)(4).the device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The homechoice device received functional and electrical testing. A visual inspection was performed. A short simulated therapy was performed. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 21:46:43. During night drain cycle seven, the patient's ultrafiltration reading was 2460ml, indicating the home patient drained 1710ml more than their maximum programmed fill volume of 1500ml. No additional information is available.